Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 26 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 86 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. During troubleshooting the integrity of the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.